Event description:
It was reported that the patient experienced a jolting sensation when the stimulation was on. It was noted that this occurred when the stimulation was 'turned low or sometimes a little higher.' The patient stated that 'it was hard to describe, but she felt the jolts or flutter randomly.' It was noted that the patient had noticed this over the past 2 months. It was further reported that the patient stated she 'was told by her physician to contact the manufacturer to check for a short or something.' The patient was seeking help to check her device. Additional information received reported that the patient received assistance from her physician and manufacturing representative and her concerns were resolved. It was noted that the patient's appointment was on (B)(6)2012.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).